Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-may-2024, it was reported that the patient experienced an occlusion issue with the infusion set, and troubleshooting was performed by disconnecting the tubing from the site, tightening the t: lock, holding the tubing downwards, and delivering a 5-unit bolus. The occlusion alarm did not recur, indicating that the blockage was in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.